Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: b5. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
1. Kindly provide implants product and lot code details of (B)(6) 2016 event. Ref: 1219-32-152 lot: c52640.. 2. Affected side of the hip? Right side 3. Please confirm lot 1219-32-152 lot: 52640 was the replacement of pinnacle marathon polyethylene acetabular liner +4 10 degree 28 mm ID 44mm od, that is not correct, ref:1219-32-152 lot: hm0230 was the replacement of ref: 1219-32-152 lot: c52640. In any moment of this event marathon polyethylene acetabular liner +4 10 degree 28mmid 44mmod was used. 4. Kindly confirm how many liners were involved since quantity involved and quantity to be replace were answered 2. Two involved and two replaced: liner and femoral head 5. Kindly provide what was the implanted liner and explanted liner since event description mentioned pinn mar +4 10d 28idx44od while the ip reported pinn mar +4 10d 32idx52od. Ref:1219-32-152 lot: hm0230 was the replacement of ref: 1219-32-152 lot: c52640. 6. Product details of the explanted head. Biolox delta ceramic femoral head +5.0 32mm dia 12/14 taper (ref: 1365-32-320 lot: 8234446) due to the nature of the reported event, and in accordance with our procedures, we are required to request the following information to assist in the investigation. Please could you let me know if any/none of this information is available: - radiographs/x-ray films please provide all x-rays relevant to the reported event for example - pre-operative, post primary, pre-revision and intervening time points. Attached document patient demographics the following are the types of patient demographics we require: - - relevant comorbidities, date of implantation, date of revision, operative side, age at the time of the procedure, weight, height, and activity level . Date of implantation: (B)(6) 2016. Date of revision: (B)(6) 2020. Operative side: right. Age at the time of the first procedure: 41 years old. Age at the time of the revision procedure: 45 years old. Weight: 82kg. Dob: (B)(6) 1975. Excerpts from the clinical correspondence: please provide all correspondence relevant to the reported event for example: onset of symptoms, trauma, other devices, leg length discrepancy, gait patterns, medical investigations or any other issues the complainant feels important. Waiting that surgeon provide us that information. Implant insertion op notes: please provide all notes relevant to the reported event for example: reason for implant insertion, device labels, surgery report, physiotherapy report, early falls and/or dislocations. Waiting that surgeon provide us that information. Device labels (document attached). Implant removal op notes: please provide all notes relevant to the reported event for example: reason for revision, surgeon report and product and lot codes of devices remaining in situ. Waiting that surgeon provide us that information. Product and lot codes devices remaining in situ: ref:1217-22-052 lot: 8342051 (pinnacle porocoat acetabular shell sector 52mm od) ref: 1570-01-135 lot: 710338 (summit femoral stem 12/14 taper tapered w/porocoat size 7 std)".

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary - no device associated with this report was received for examination. Visual examination of the provided x-ray images found evidence of a disassociation event. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot - no anomalies or deviations were found in the search. Corrected: a2 (dob).

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H6 health effect - clinical code: appropriate term / code not available (e2402) used to capture the joint injury (e20). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Visual examination of the provided x-ray images found evidence of a disassociation event.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Primary total hip replacement. Liner component has too much debris after 3 years and 6 months of implantation. Doi: (B)(6) 2016, dor: (B)(6) 2020, unk hip.